Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device changout this left ventricular (lv) lead exhibited loss of capture (loc) and increased impedances. Fluoroscopy showed a lead fracture which the physician repaired with a suture sleeve. During the pre-discharge the lv lead was once again exhibiting loc and the physician elected to turn off the lv lead and utilize only right ventricular (rv) lead pacing. The physician elected to continue monitoring the lead. No adverse patient effects were reported.